Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported by the customer's mother that the customer was hospitalized for low blood glucose levels. Blood glucose level at the time of hospitalization 67mg/dl. Customer's mother also reported that the reservoir is cracked and loose. Advised insulin pump would replaced. No additional information is provided.